Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 19 mmol/l (342 mg/dl), while wearing the pod between 5 and 24 hours. The patient reported they were unsure if the cannula was properly inserted into the infusion site (abdomen). As treatment, a new pod was successfully applied.